Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 289 mg/dl. The caller stated that the device was exposed to moisture. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.